Event description:
It was reported by the rn that an etoposide infusion was programmed for 31.3ml/hr. Around 8:15 pm during purposeful rounding, the etoposide infusion rate was found to be 39.3ml/hr. Per primary rn, the same type of issue happened during day shift too. "Cos" and primary rn went to the patient room and changed the rate back to 31.3ml/hr. There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6: of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.